Event description:
It was reported customer experienced a low of 34 mg/dl due to over compensating before going to bed. Customer's mother stated she uploaded the data to carelink and reached out to customer's doctor. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.